Event description:
(B)(6) reports: (B)(6) female with a history of breast cancer had a CT abdomen and pelvis with contrast. Intravenous access was obtained in the left arm just before the exam. The injection went normally, a flow rate of 2 ml/second for 90 ml (optiray 350), since blue catheter was used. The patient had no pain. During image acquisitions, the contrast was not seen on the images. No swelling was noticed in the patient's arm. An x-ray of arm was done and concluded that there was an extravasation. Patient was treated with ice pack and elevation of the arm. The product will subside gradually. An alcohol dressing was applied and she was returned to her room. The department physician was informed in order to keep the dressing and monitoring. Report indicates recovery.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.